Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and the pump alarmed no delivery. The customer indicated that they used 2 reservoirs which did not work. Customer treated with insulin. The customer indicated that they wanted to report the incident only and declined to troubleshoot for high blood glucose. No further assistance necessary.